Event description:
On august 11th, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received high bg readings on three different occasions. Due to two of those high readings, the user reported that he administered insulin, which resulted in a bg reading of below 70 mm/dl.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.